Manufacturer narrative:
Taper ii. (B)(4). The product associated with this report will not be returned as the device was not explanted. Based upon the model number provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Chest infection, vomiting, diarrhea, giddiness, and swine flu are surgical/physiological complications, and analysis of device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the possible outcome of an infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated." Device labeling addresses the reported event of vomiting as follows: "vomiting may occur, particularly in the first few days after surgery and when the patient eats more than recommended." Device labeling addresses the reported event of diarrhea as follows: "other adverse events considered: related to the lap-band system that occurred in fewer than 1% of subjects included: esophagitis, gastritis, hiatal hernia, pancreatitis, abdominal pain, hernia, incisional infection, infection, redundant skin, dehydration, gi perforation, diarrhea, abnormal stools, constipation, flatulence, dyspepsia, eructation, cardiospasm, hematemesis, asthenia, fever, chest pain, incision pain, contact dermatitis, abnormal healing, edema, paresthesia, dysmenorrhea, hypochromic anemia, band leak, cholecystitis, esophageal dysmotility, esophageal ulcer, esophagitis, port displacement, port site pain, spleen injury and wound infection."

Event description:
Doctor reported events of "chest infection", "vomiting", diarrhea", "giddiness", and "swine flu." Medication was prescribed to treat events.